Manufacturer narrative:
The suspect device was discarded and is unavailable for evaluation. No device defect/ deficiency was able to be confirmed as no device/ image was returned. No preventative or corrective required at this time. The IFU and labelling were reviewed and found to be adequate. No evidence of an ecv/ supplier nonconformance or defect were found. No lot number was provided to review device history record information. Based on the available information, no issue with the endoreturn was able to be confirmed. The surgeon reportedly believes arterial injury to have occurred while wiring the aorta. The cause of the aortic dissection is not definitively known, but the event does fall under possible complications in the IFU. This event is considered an anticipated procedural complication. Related report 3031571797-2026-00011 submitted for other ecv device used during the same procedure. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a regular basis and, if action is required, appropriate investigation will be performed.

Event description:
A event leading to death was reported to be possibly associated with the use of the er21b cannula and icf100 catheter. The physician initially thought the patient's vessel was too small, but then the surgeon cut the vessel down and decided to move forward with the use of the icf100. It was reported that the guidewire possibly got caught at some point in the vessel (it is unclear if that is the wire for the endoreturn or the icf100). The icf100 was not yet inflated. It also is presumed that surgical technique or an anomaly with the wire could have been related to the event, though no abnormalities or anomalies were reported. No resistance mentioned during advancement. Issue was not noticed until the icf100 was in the ascending (prior to inflation). Preop scan was when the patient was sitting up so the doctor didn't get a good femoral view prior to the procedure. Ultrasound before procedure of femoral vessels was approximate for measurement (6.8 mm). When they did the cut down, they thought the vessel was large enough. Surgeon cannulated with er21b followed by placement of intraclude. Shortly after left and right radial pressures went to 0 and tee confirmed a retrograde aortic dissection that extended to the ascending aorta. Intraclude was removed and bypass was established centrally. The patient expired. Surgeon believes arterial injury to have occurred wiring the aorta. User training level was reported to be limited. Duration of product use was reported to be 20 minutes. The related devices were discarded at the hospital. See related report 3031571797-2026-00011 in relation to this event.